Event description:
It was reported in 2008, the patient underwent surgery to the ins from the back to the abdomen. The stimulation helps the patient with leg and peripheral pain but device positioning problems re-occur.

Manufacturer narrative:
See regulatory report # 3004209178-2009-00024 for previous information.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had received "recycled" implants, noting that they had been cleaned up, had new batteries put in, and then were "re-put" in them. However, later on the patient said the same one was moved around. One time they put it under their ribs and they could not breathe or bend over. Then they moved it too far down and then moved it over, causing problems that lasted two years before they got it to a spot where they could bend over and breathe. The date of occurrence was unknown, and the indication for use was epidural fibrosis.

Event description:
Additional information was received from the health care professional (hcp) regarding a lead revision. However, the information provided stated that on (B)(6) 2008 the patient had right leg radiculopathy to their previous lumbar surgeries. The pain had been very successfully controlled with the spinal cord lead and stimulator. They had approximately 4-5 already placed. The patient returned due to the most recent replacement of the generator lead to the scar healing in such that the generator itself was constantly rubbing against the rib cage causing them significant amount of discomfort. The patient was brought for repositioning of the spinal cord stimulator at a much lower aspect, the patient was taken to the operating room. It was also noted that the patient tolerated the entire procedure and was transferred to the recovery room in satisfactory and stable condition. See related lead revision report: regulatory report 3004209178-2016-08781.